Event description:
Related manufacturer reference number 1627487-2019-09329; related manufacturer reference number 3006705815-2019-03140.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03140. Related manufacturer reference number 1627487-2019-09329.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03140. Related manufacturer reference number 1627487-2019-09329. It was reported that during a procedure to address another manufacturers leads, the patient's adapter contacts broke off into the patient's ipg header. As a result the adapters and ipg were explanted and replaced. Surgery addressed the issue.